Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the alleged event. The service technician determined the primary failure to be the motor/flex/trigger assembly. The handpiece has since been repaired and returned to the customer.

Event description:
It was reported that the handpiece's trigger does not shut off and sticks when activated. There was no report of patient or user injury associated with the alleged event.